Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on 11/20/2017, that on (B)(6) 2017, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and a hypoglycemic event. Date of issue is an approximation. The patient stated they were at a restaurant and the cgm was reading 130 mg/dl, but his bg was around 20 mg/dl. The patient collapsed, and the ambulance was called. The patient stated that they remember waking up at the hospital and did not wish to provide further information. At the time of contact, the patient was doing well. Additional event or patient information is not available. Data was not received for evaluation. The reported event of inaccurate cgm values could not be determined. A root cause could not be determined.